Manufacturer narrative:
Siemens filed the initial MDR 2432235-2019-00362 on 10-oct-2019 and siemens filed the supplemental MDR 2432235-2019-00362_s1 on 15-nov-2019. Additional information (12-jan-2020): an urgent medical device recall (umdr) achc 20-05.a.us was sent to us customers and an urgent field safety notice (ufsn) achc 20-05.a.ous was sent to ous customers in january 2020. The umdr and ufsn advise customers of the potential for falsely depressed or elevated results in a small percentage of the atellica ch reaction cuvette segment lots ending in "17" or "18" due to a cuvette defect allowing water bath to contaminate the cuvette. Customers will be instructed to replace all reaction cuvette segments on their atellica ch analyzer with a lot ending in "19" or above. Customers are also advised to review their inventory and discard all impacted cuvette segment lots in their inventory. Sections h6, h7, h9 and h10 were updated. Mdrs 2432235-2019-00325_s3, 2432235-2019-00422_s1, 2432235-2019-00423_s1, and 2432235-2019-00424_s1 were filed for the same event.

Manufacturer narrative:
Siemens filed the initial MDR 2432235-2019-00362 on (B)(6) 2019. Additional information (30-oct-2019): siemens is further investigating the issue. Mdrs 2432235-2019-00325_s2, 2432235-2019-00422, 2432235-2019-00423 and 2432235-2019-00424 were filed for the same event.

Manufacturer narrative:
Siemens filed the initial MDR 2432235-2019-00362 on 10-oct-2019. Siemens filed supplemental mdrs 2432235-2019-00362_s1 on 15-nov-2019 and 2432235-2019-00362_s2 on 29-jan-2020. Additional information (21-feb-2020): a follow up urgent medical device recall (umdr) achc 20-05.b.us was sent to us customers and a follow up urgent field safety notice (ufsn) achc 20-05.b.ous was sent to ous customers in february 2020. The umdr and ufsn advise customers of the potential for falsely depressed or elevated results in a small percentage of the atellica ch reaction cuvette segment "19" and above, due to a cuvette defect allowing water bath to contaminate the cuvette. Customers were provided instructions to determine if they have impacted cuvette positions within a cuvette segment. If cuvette segments are identified on their analyzer(s) customers will be asked to contact siemens customer care center to determine additional actions to be taken prior to processing patient samples. Sections g7 and h10 were updated. Mdrs 2432235-2019-00325_s4, 2432235-2019-00422_s2, 2432235-2019-00423_s2, and 2432235-2019-00424_s2 were filed for the same event.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) to report that a discordant, falsely elevated carbon dioxide concentrated (co2_c) patient sample test results was obtained on an atellica ch 930 analyzer. Customer stated that quality control (qc) was in range on the date of the incident. A siemens customer service engineer (cse) was dispatched to the customer site. The cse performed an auto check and observed photometer readings which were good. The cse drained and cleaned the reaction ring, cleaned the aperture for the lamp and no abnormalities were found. Performed drain and fill on the bath and replaced water filters. The cse ran photometer auto check, ran replace lamp sequence to set gains, and lastly ran quality control with success. As part of a siemens investigation, a reaction cuvette segment was returned and assessed for abnormalities potentially due to inefficient washing of the reaction cuvettes. The siemens internal investigation did not identify any dimensional non-conformance's, slot discoloration or atypical characteristics with the reaction cuvette that would be a contributing factor to the erroneous results. The investigation concluded with no potential cause of discordant, falsely elevated co2_c results being identified. The instrument is performing within specification. No further evaluation of the device is required. Mdrs 2432235-2019-00325 and 2432235-2019-00325_s1 were filed for the same event.

Event description:
A discordant, falsely elevated carbon dioxide concentrated (co2_c) result was obtained using an atellica ch 930 analyzer. The initial result was not reported to the physician(s). Repeat testing was performed using the same sample and same atellica ch 930 analyzer, resulting lower and as expected. The second repeat result was reported to the physician(s) as the correct result. There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated co2_c result.